Manufacturer narrative:
Upon further review, bd has determined that the MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse caller has had alert 113 (reduced water temperature control) every 39 mins. Nurse had changed out pads and the device prior to call for unknown reason. Patient temperature was 37.8c, target temperature was 37c, flow rate was 3.3lpm, water temperature was 27.8c, outlet monitor temperature (t1) was 27.8c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.3c, inlet pressure was -7.0psi, circulation pump command was 77, mixed pump command was 100, heater command was 0, water reservoir level was 5, system hour was 7900, pump hour was 7529. Mis advised that device needed to go to biomed for possible faulty mixing pump. Mis switched to earlier device dyaqy011, checked event log, alert 01 (patient line open) alert 02 (low flow). Mis connected pads, started therapy, device primed and then stopped. Inlet pressure was -0.9psi, circulation pump command was 100. Mis advised to send this to biomed for possible pump failure. Per nurse via phone on 22nov2022, patient was taken off arctic sun and pads, and used a cooling blanket, no patient injuries. Nurse submitted a ticket to biomed, but has no biomed contact information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse caller has had alert 113 (reduced water temperature control) every 39 mins. Nurse had changed out pads and the device prior to call for unknown reason. Patient temperature was 37.8c, target temperature was 37c, flow rate was 3.3lpm, water temperature was 27.8c, outlet monitor temperature (t1) was 27.8c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.8c, chiller temperature (t4) was 4.3c, inlet pressure was -7.0psi, circulation pump command was 77, mixed pump command was 100, heater command was 0, water reservoir level was 5, system hour was 7900, pump hour was 7529. Mis advised that device needed to go to biomed for possible faulty mixing pump. Mis switched to earlier device dyaqy011, checked event log, alert 01 (patient line open) alert 02 (low flow). Mis connected pads, started therapy, device primed and then stopped. Inlet pressure was -0.9psi, circulation pump command was 100. Mis advised to send this to biomed for possible pump failure. Per nurse via phone on (B)(6) 2022, patient was taken off arctic sun and pads, and used a cooling blanket, no patient injuries. Nurse submitted a ticket to biomed, but has no biomed contact information.